Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, physician faced difficulty in positioning the lead in target vein. The lead was not washed with heparin before use and the physician did not use saline with heparin during the procedure. Physician was able to position the lead in the target vein after several attempts using a floppy guidewire. The guidewire was removed easily and tests were performed on the lead. After this, the physician inserted a stylet inside the lead and slit the delivery system. When physician tried to remove the stylet, it became stuck inside the lumen. When physician pulled it strongly, the pin and the inner lumen of the lead came out because the stylet was firmly stuck inside the lumen. Lead was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.